Event description:
Facility reported that a pt with no history of known allergies experienced an anaphylactic-like reaction while in the operating room. Reportedly, pt's "throat closed" and the pt developed "facial edema." Contact stated that pt had to be reintubated. Followed up with facility revealed that the reported allergic reaction had been related to the faster-than-recommended levaquin infusion rate. Reportedly, levaquin, 500 mg, was administered to the pt at 200 ml/h, whereas MFR's recommendation is 100 ml/h. Contact stated that pt fully recovered with no sequelae.